Event description:
A consumer reported receiving a higher blood glucose of 94 mg/dl when compared to a valid laboratory comparison of 67 mg/dl. These values when plotted on a clarke error grid fell into the d zone showing the difference to be clinically significant. There was no report of death, serious injury or medical intervention reported with the event.